Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient was having issues interacting with their pump touchscreen and that it was often unresponsive. There was no reported impact to customer's blood glucose level. The customer declined further troubleshooting due to the issue being resolved.